Manufacturer narrative:
A product development evaluation was completed: the guide wire (357.399) was received at the investigation site stuck inside the cannulation of a tfna stepped drill bit (03.037.022). After separating the parts, a permanent bend in the guide wire was observed. Visual inspection reveals no damage to the parts except the bend in the wire and broken drill tip. When inserting the guide wire into the head of the femur, care must be taken to not bend the guide wire. If the guide wire permanently deforms as in this case, it will interfere with the inner wall of the drill, and potentially bind, drill the guide wire forward more than intended, or break the tip of the drill bit. This point is iterated in the tfna technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: during a visual inspection of the returned drill bit conducted on (B)(4) 2015, a piece of the guide wire was discovered. Since the drill bit was documented as being received on (B)(4) 2015, that date has been populated in the associated field for this part as well. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to non-union on (B)(6) 2015. During the procedure, which was to remove original hardware and implant a new trochanteric fixation nail advanced (tfna) proximal nailing system, the surgeon attempted to drill for the helical blade by drilling over the guide wire. The surgeon then manipulated the nail which bent the guide wire. As a result, the bent wire caught the tip of the drill resulting in a breakage. The broken piece of the drill was unable to be retrieved and remained in the patient's femoral head. The procedure was completed successfully with no reports of surgical delay. The patient's postoperative status was reported as "stable." This report will address the intraoperative issues only. The nonunion and reason for revision will be captured in and reported under (B)(4). This report is 2 of 2 for (B)(4).